Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lap sigma procedure, the surgeon tried to connect device with anvil using some force, but rod rotated and moved back into the device. Surgeon tried again with new device. Same issue occured, but by holding knob, the rod was prevented from moving back. No harm to patient.